Event description:
Patient reported leak from foley tube- tube noted to have pin hole in balloon port, with fluid stream leaking out and no saline in balloon. Foley removed. Licensed independent practitioner aware. Patient refused to replace foley, and was able to void without difficulty after removed. Discharged home.